Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The type a target lesion was located in the mid to proximal left anterior descending (lad) artery. Intravenous ultrasound (ivus) was performed with an opticross¿ imaging catheter to assess the lesion. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation and a 3.0x28mm non-bsc stent was deployed in the mid lad. The 3.00mm x 15mm nc emerge® balloon catheter was re-advanced for post-dilatation; however, it was noted that the balloon would not deflate and the device could not be retrieved. Subsequently, the hub of the nc emerge® balloon catheter was cut, and a 6f non-bsc guide extension catheter and a non-bsc guide wire were advanced to the nc emerge® balloon catheter. The first attempt to retrieve the device into the guide extension catheter was unsuccessful. Another non-bsc guide wire was used as a buddy wire and the two wires were advanced distal to the nc emerge® balloon catheter and were twisted. Finally the remainder of the nc emerge® balloon catheter and the two non-bsc guide wires were able to be retrieved into the guide extension catheter and were removed. Cine was performed and it was confirmed that no residue of the nc emerge® balloon catheter was left inside the patient's body. Final ivus run show good results of the deployed stent in mid lad. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter in two pieces. The hub, balloon, proximal weld, markerbands, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed a complete separation of the hypotube at 7mm from the strain relief, numerous kinks in the hypotube, complete separation at the midshaft bond, and distal shaft damage (twisted) 37mm from the tip of the device. The separated ends in the hypotube were sharp and pinched, consistent with being cut. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The type a target lesion was located in the mid to proximal left anterior descending (lad) artery. Intravenous ultrasound (ivus) was performed with an opticross¿ imaging catheter to assess the lesion. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation and a 3.0x28mm non-bsc stent was deployed in the mid lad. The 3.00mm x 15mm nc emerge® balloon catheter was re-advanced for post-dilatation; however, it was noted that the balloon would not deflate and the device could not be retrieved. Subsequently, the hub of the nc emerge® balloon catheter was cut, and a 6f non-bsc guide extension catheter and a non-bsc guide wire were advanced to the nc emerge® balloon catheter. The first attempt to retrieve the device into the guide extension catheter was unsuccessful. Another non-bsc guide wire was used as a buddy wire and the two wires were advanced distal to the nc emerge® balloon catheter and were twisted. Finally the remainder of the nc emerge® balloon catheter and the two non-bsc guide wires were able to be retrieved into the guide extension catheter and were removed. Cine was performed and it was confirmed that no residue of the nc emerge® balloon catheter was left inside the patient's body. Final ivus run show good results of the deployed stent in mid lad. No patient complications were reported and the patient's status was good.